Event description:
During remote follow-up, episodes of under sensing were observed on the device. Technical support was contacted and the recommended reprogramming was performed to resolved the event. The patient was stable and there were no consequences.